Event description:
It was reported that during a lap sigma procedure, jammed clips. No further information is available. Another device was used to complete the case., there were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and ejected three clips, in addition 2 clips were not fully formed as the instrument anti-backup not functional. The instrument was disassembled and the anti-backup lever was noted to be damaged, it should be noted that. "If the firing trigger is forced open before the firing stroke is completed, the anti-backup will become stripped. The instrument must be fired until the trigger meets the handle to ensure the clip being applied is fully formed. After the firing stroke is completed, the trigger will return to the open position". It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.